Manufacturer narrative:
Alinity I processing module for serial (B)(6) was evaluated. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) returned no additional tickets for false positive total b-hcg patient results. A review of tracking and trending for the alinity I processing module did not identify any trends. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity I am processing module for serial (B)(6) was identified.

Event description:
The customer reported false positive alinity I total b-hcg generated from alinity I processing module and provided the following information for a 20-year-old female who is not pregnant (sample ID (B)(6): 26 nov result was 167.14 iu/l (positive) and 28 nov result was <2.3 iu/l (negative) there was no reported impact to patient management. Null.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false positive alinity I total b-hcg generated from alinity I processing module and provided the following information for a 20-year-old female who is not pregnant (sample ID (B)(6)): (B)(6) result was 167.14 iu/l (positive) and (B)(6) result was <2.3 iu/l (negative). There was no reported impact to patient management. Null.